Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed multiple sample short, abnormal aspiration, sample short, sample foam, and sample clot alarms. The field service engineer (fse) performed periodic maintenance, operational, and mechanical checks successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
The initial reporter questioned the results for multiple patient samples tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas pro c 503 analytical unit. The following is an example of discrepant results for 1 patient sample. The initial result was 1.89 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result on a different c503 analyzer was 1.08 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The crej2 reagent lot number and expiration date used with c503 analyzer (B)(6) were not provided. The investigation is ongoing.